Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(6) clinical study. It was reported that coronary artery restenosis occurred. In (B)(6) 2013, the patient presented with an acute myocardial infarction and the index procedure was performed. The 99% stenosed, 10 x 2.25 mm, eccentric, type c, proximal severely tortuous, diffused target lesion with a bend of >90 degrees was located in the mid left atrioventricular groove circumflex artery (l-av). The target lesion was treated with pre-dilation and implantation of 2.25 x 12 mm promus element plus drug eluting stent at 11 atmospheres. Following post-dilatation, the residual stenosis was 0% and timi flow was 3. Eleven days later, the patient was discharged from the hospital. In (B)(6) 2017, more than 70% restenosis was noted and percutaneous coronary intervention (pci) was performed. On the following day, the patient outcome was considered "improved ".